Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further information has been requested and has not been made available.

Event description:
It was reported by the risk management at a healthcare facility that the patient's brother stated that the patient was discharged from the hospital with a "faulty device." The device had been implanted for 3 months with no previous complaints, accusations, or other known issues. Follow up has found the patient was in hospice and terminally ill. Follow up information that included the cause of death and the function of the device at the time of death has not been made available, though it has been requested.